Event description:
Per the clinic, it was reported that there was a loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device currently remains insitu. It is unknown if there are plans to explant the device; as of the date of this report.